Event description:
Reportedly, no voltage decrement was displayed during real time atrial threshold tests performed on (B)(6) 2015.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, no voltage decrement was displayed during real time atrial threshold tests performed on (B)(6) 2015.